Manufacturer narrative:
Reviewing the submission follow up # 1 to this report we detected that we have made an erroneous statement. There were no samples returned from the customer to the claimed lot number. Corrected data: retained samples of the same lot were inspected visually, mechanically and for their ph. In addition, two electrodes of the same lot were applied on a volunteer for six hours. No reaction or deviation could be observed. The samples were within limits. Based on the additional information, we now conclude that the incident does not constitute a reportable event.

Event description:
On (B)(6) 2016, we have been informed of an incident during an ECG procedure at (B)(6), on (B)(6). The complainant reported "a patient had a very strong allergy with t-vo01. The hospital needs to know the exact composition of : tape + glue + gel." Our distributor provided us with the following information on (B)(6): occurrence of an itchy, erythema rash on the forearm, on the torso (front) and at the top of the lower limbs. The rash was diffuse, but at the application site of the electrodes most itching sensation was noticeable. The most itchy sites were also clear defined points of 2 cm in diameter. The residual rash was similar like scarlatina. The patient reported his complaints the day after the procedure with the holter electrodes. The redness was at the center of the application site of the electrodes underneath the gel. The patient was treated with cetirizin and has responded well to it. No further details were available after several requests.

Manufacturer narrative:
Retained and returned samples of the same lot were inspected visually, mechanically and for their ph. In addition, two electrodes of the same lot were applied on a volunteer for six hours. No reaction or deviation could be observed. The samples were within limits. Based on the additional information, we now conclude that the incident does not constitute a reportable event.

Event description:
On (B)(6) 2016, we have been informed of an incident during an ECG procedure at (B)(6). The complainant reported "a patient had a very strong allergy with t-vo01. The hospital needs to know the exact composition of : tape + glue + gel." Our distributor provided us with the following information on february 5th: occurrence of an itchy, erythema rash on the forearm, on the torso (front) and at the top of the lower limbs. The rash was diffuse, but at the application site of the electrodes most itching sensation was noticeable. The most itchy sites were also clear defined points of 2 cm in diameter. The residual rash was similar like scarlatina. The patient reported his complaints the day after the procedure with the holter electrodes. The redness was at the center of the application site of the electrodes underneath the gel. The patient was treated with cetirizine and has responded well to it. No further details were available after several requests.

Manufacturer narrative:
As no lot number was provided, no tests could be performed on retained samples. It was not possible to receive any further information despite repeated requests. We will relay any further information in a follow up report.

Event description:
On (B)(6) 2016, we have been informed of an incident during an ECG procedure. The complainant reported "a patient had a very strong allergy with t-vo01. The hospital needs to know the exact composition of : tape + glue + gel." No further information on the patient, the lot number of the electrode, and the position of the skin reaction relative to the electrode has been provided despite of repeated requests.